Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that the patient had a pericardial effusion. It was noticed after obtaining transseptal access and delivering the first ablation lesion- the crna (certified registered nurse anesthetist) noted a minor drop in blood pressure. The physician then scanned the heart via ice (intracardiac echocardiography) imaging and noted a pericardial effusion. A pericardiocentesis was performed (700 mls of fluid removed). The patient was reported to be stable. Patient improved. Physician¿s opinion on the cause of the issue: the physician initially thought it was caused by the transseptal access-and that it was a "tough" transseptal. During the pericardiocentesis, only 100-200 mls of fluid was initially removed. When the cs (coronary sinus) catheter was removed from the body, more fluid was able to be removed. The physician is unsure whether the cs catheter had anything to do with the effusion. 1 ablation was performed prior to noting the pericardial effusion, no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 28-aug-2024, bwi received additional information indicating that an abbott brk and agillis sheath were used for transseptal. These products were added to the concomitant products section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 27-aug-2024, it was identified that the patient's date of birth was mistakenly omitted from the previously submitted initial report. Their date of birth in section a has been updated to reflect august, 3rd 1955. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).